Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a kidney stone removal procedure performed on (B)(6) 2021. During procedure, the basket was stuck with a stone inside the ureter. The basket wire was lasered to release the stone and removed the basket. The procedure was completed with an escape basket. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.